Event description:
Revision surgery - the pt had an infection. The surgeon was unable to remove the original baseplate, because it was well intact. He removed the screws and all the other components, and inserted a pre-molded antibiotic spacer.